Manufacturer narrative:
E1/address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that brown liquid was observed coming from the forceps channel of an olympus cystonephrovideoscope during reprocessing. No patient injury was reported.